Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to sepsis. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred year 2013. Block d6b: explant date: 2013. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) number and other specific product information.